Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/24/2024, it was reported by a facility representative via sems-06599319 that an ar-3352-5531 scope has a blurry lens. Case/patient involvement not indicated.

Manufacturer narrative:
Vendor evaluation confirmed the reported condition. The device was damaged due to customer misuse.